Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners had sharp edges that they had to file down due to them cutting into their gum and causing discomfort. Provided tips for discomfort and advising patient to reach out if sharp edges persist in next steps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.